Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. The evaluation revealed that the battery failed to hold charge because it has exceeded its full charge capacity. The internal battery was due to be replaced as part of the astral device's two year preventive maintenance schedule. The internal battery was replaced to resolve the issue. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference #: (B)(4).

Event description:
It was reported to resmed that an astral device internal battery was not holding charge. There was no patient injury reported as a result of this incident.